Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a flow rate did not infuse during therapy (medication, programmed amount and delivery rate unknown). The event occurred during delivery in the general patient ward. There was patient involvement but no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found to deliver within specification during flow testing. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.